Event description:
The customer reported imprecise thyroid-stimulating hormone (tsh) and thyroglobulin antibodies (tgab) results, for several patients, and issues with quality control (qc) involving the unicel® dxc 600i synchron® access® clinical system. The customer stated the questioned results were not released from the laboratory. There was no impact to patient care associated with this event. The patients' samples were retested on an alternate unicel® dxc 600i instrument and generated varied results. The customer stated system checks had been within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the feet on the instrument were not locked into position on the access® 2i section, nor the dxc 600 section. Only the feet on the cta (closed tube aliquoter), which connects the two instruments together, were locked into position. This caused the instrument to pivot at the center (cta). The fse also noticed the access® 2i section had moved onto the waste tubing and crushed the tube. The fse replaced the waste tube. The fse also performed system preventative maintenance. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, it is uncertain if the crushed waste tubing attributed to the imprecision issues. A definitive cause of the incident could not be determined with the available information.